Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). Caller states ins is no longer in use and has been dead for years. Agent reviewed considerations around full body scans when a pt is in overdischarge and the options available (reaching the managing doctor). Caller also expressed concern that the leads are potentially touching and are configured in a figure 8 manner within the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead and implant date: (B)(6) 2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2016, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting the reason for call was patient reported the device has not worked for 5-6 years because they started taking cymbalta and it made their symptoms go away so they just didn't do anything with the stimulator. Patient now wants to have the device removed; however, (B)(6) closed and their representative, (B)(6), has retired. Patient was given the phone number for medtronic representative but they have misplaced it. Agent emailed reps for visibility and emailed physician listing to patient. Patient mentioned they need to get an MRI and it has been put off because the MRI facility said that since the device is not working it would have to be working in order for the patient to get the MRI. Agent reviewed information and provided patient with tech services phone number for MRI facility.